Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.5cm abdominal aortic aneurysm on. On a follow up CT device migration and a type ia endoleak was observed. As per the physician the cause of the event is neck disease progression as the implanted device was a 26mm bifurcate and the aorta is now 32mm in diameter. It was reported that intervention to treat the event was carried out and a 36x36x49 cuff was placed below the renals proximally to the existing graft, this resolved the type ia endoleak. The physician opted to extend into the right iliac by implanting a 16x13x199 limb. No clinical sequalae was reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the exact cause of the migration leading to the type I endoleak could not be determined from the films provided. Pre-implant anatomy and earlier post-implant films were not available for comparison. CT¿s returned from 7 years post-implant revealed that the aneurx bifurcate was positioned ~15mm below the lowest left renal artery, and there was lack of a proximal seal with a resulting proximal type I endoleak. The neck diameter at the left renal measured 34mm, and the neck diameter near the 28mm bifurcate proximal od was ~37mm. The contra/right limb was positioned down to near the aneurysmal right common iliac artery which measured 35mm in diameter just distal to the 22mm od right limb. However, other than the type ia endoleak, no contrast was seen filling the aaa sac from a distal type ib or other source. It is likely that disease progression, with neck and iliac artery dilatation, likely led to these events. If information is provided in the future, a supplemental report will be issued.